Event description:
Covidien autosuture premium surgiclip m-11.5, ref 134053, lot p1d0229, exp 2016-04 malfunctioned, and lacerated the right internal mammary artery requiring another clip applier to control bleeding.======================manufacturer response for surgiclip, (brand not provided) (per site reporter)======================sent return packaging so they can analyze the product.